Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the medical personnel that the patient came into clinic on (B)(6) 2015 with complaints that power port 1 had fallen out of the controller housing and will no longer hold a battery. No alarm was noted. The patient tolerated an elective controller exchange with minimal pump off time. Patient tolerated controller changes with no issues.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed through visual inspection and functional testing. Analysis of the device revealed that the device failed to meet specifications; the device failed visual inspection due to loosened power port connectors ps-1 and ps-2. The reported event was visually confirmed at the bench a possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, is still being investigated. Heartware has opened an internal investigation to address this issue heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.